Event description:
Type of injury -covid swab broke off in the patients nasopharyngeal passages treatment for patient due to injury? Could not visualize the swab patient believes they swallowed the foam tip. Did the swab break at the breakpoint or the neck of the swab?: foam tip broke off.